Manufacturer narrative:
Additional information added to h3 and h6. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual sample was not provided for evaluation, however, one photograph was provided. The visual inspection of the provided photo showed a used product. A small amount of residual blood was visible on the dialysate side in the fiber area on the top side of the filter. Some blood was also visible between the housing and the header. The reported condition was verified. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a theranova 400 apac, the dialyzer was observed to be cracked, which resulted in a backflow of blood. There was no patient injury or medical intervention associated with this event. No additional information is available.